Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that one of the filter limbs fractured and was located in the pulmonary artery. Reportedly, a CT was performed and it was identified that the limb was at the distal branch of the pulmonary artery. Attempts to retrieve the detached limb were not performed. However, the physician is evaluating the course of action. Reportedly, this patient is currently hospitalized at another facility with a diagnosis of recurrent pneumonia.